Event description:
It was reported that the device failed while in use during a spinal surgery procedure. The forward and reverse ratchet was not working. Integra has requested add'l info.

Manufacturer narrative:
To date, the investigation of the device involved in the reported incident has not been completed. An investigation has been initiated based upon the reported info.